Event description:
It was alleged that during a case, one inch blade broke off into the patient's shoulder and was not removed. It was reported that they were not able to retrieve the blade during the first procedure so they had to reschedule for november 25th. It was also reported that the patient is doing fine with no injuries.